Event description:
On 20-sep-2024 apifix was notified that patient #517 (pas #(B)(6)) had her implant removed that day. The reporter indicated that 'the removal was not for any issues; it was just because she is fully corrected and skeletally mature.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 20-sep-2024 apifix was notified that patient #517 (pas #(B)(6)) had her implant removed that day. The reporter indicated that 'the removal was not for any issues; it was just because she is fully corrected and skeletally mature. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Explanted device is expected to be returned to manufacturer where an analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.